Manufacturer narrative:
Follow up #1: 09/16/2015, device evaluation: the pump has been returned to animas and evaluated on 08/25/2015 with the following findings: pump reboot events were observed in the pump¿s black box on 07/08/2015. The slot on top of the battery cap was found to be worn. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was exercised for 24 hours with power issues. There was evidence of additional moisture contamination inside the pump on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment had moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.